Event description:
The patient was revised because of excessive anteversion of the cup in addition to the liner causing impingement of the neck and liner which resulted in the liner levering out of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.